Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec45a device was returned in good visual condition and with one ecr45g cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the right and left articulated positions with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed, fired and opened properly during testing. Please note that when using a trocar, the instrument jaws must be visible past the trocar sleeve before opening the jaws. Please note that in order to articulate or disarticulate the device, the jaws must be opened. Pull the fins of the rotating knob back with the index finger and apply a sweeping motion towards the side articulation is wanted while gently pushing the instrument handle towards the grounding surface. Maintain the jaws pressed against the grounding surface during this action. Once the desired articulation angle is reached, release the rotating knob to lock the angle. Event could not be confirmed as the device was articulated and de-articulated as intended. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the red manual knife reverse switch pressed downward to reverse the knife motion? Yes. Was the firing trigger then completely squeezed to return the knife to its home position? Yes. Was the anvil release button pressed after this? Unable to release but several attempts made,yes. Did they try to remove the device in the articulated position? Yes. What kind of procedure?mini-laparotomy, please describe more in detail. No further detail available at this time. Surgery time extended? Yes, 10 mins. Resent one question with confuse wording: was the closing trigger gently pulled upward (away from the handle) until both firing and closing trigger return to their original positions? Answer received: the knife blade would fully retract back into housing preventing the jaws from opening so they were unable to do that. Response from affiliate- was the cut line and staple line equal distance? Was the original staple line complete? The cut line and staple line were not an equal length¿they were as expected where the cut line will be shorter than the staple line. Were any clips used in the vicinity? No.

Event description:
It was reported that during an unknown procedure, the stapler jammed while firing. It jammed after the cut was completed, but before the blade returned to the housing. Unable to open the jaws. Unable to take off flex at articulating arm. Conversion from laparoscopic to mini-laparotomy. Stapling device surgically removed. Staple line tested and intact. There were no adverse consequences for the patient reported.